Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. There was no damage to the area where the material was detected. Attempts were made to obtain information regarding the user's reprocessing methods but no response was received. The event can be detected by following the instructions for use (IFU) which state: inspection of the air-feeding function inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite colonovideoscope had a clogged nozzle. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation, it was observed that the nozzle was clogged with foreign material due to insufficient or incorrect reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.